Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen (500 mcg/ml, 40 mcg/day) via an implantable pump for intractable spasticity. On (B)(6) 2018, the patient had wound dehiscence from their abdominal wound. The patient was taken to the operating room and their pump was removed. A new pump was implanted. The event was reported as resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.